Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The pump was received with a corroded battery tube, a cracked reservoir tube lip, a cracked case at the display window corner and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had been losing power unexpectedly for several weeks leading up to the call. Customer reported a failed battery test. Blood glucose level at the time of the incident was 150 mg/dl. The customer was advised that he would be sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.